Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a motor error alarm. During troubleshooting, it was found that insulin pump also received a signal too low alarm and unexpected restart alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was set to the proper time and date. The insulin pump passed the displacement test and self test with no error alarms. The insulin pump was received with a cracked reservoir tube lip.